Manufacturer narrative:
As reported to FDA in 1220762-11-15-2017-001-r, the involved button was an affected device. The button did not have the appropriate fall parameters. It is unclear from the information received by the manufacturer if the button may have contributed to any injury the subscriber sustained. Per autoalert help button, instructions for use (p/n 0940817 rev. 7 p. 10 the autoalert help button can detect most falls, providing an added layer of protection. If you think you need assistance, push your help button immediately to initiate the help call pushing the help button generates the help call immediately. Recommended usage: push your autoalert help button any time you need help. If you fall and are able to, you should still push the autoalert help button to send a help call right away. Per autoalert help button, instructions for use, p/n 0940718 rev. 5 page states: "in certain situations, the autoalert may not detect a fall. Some movements may not register as a fall and would not be detected." The involved button was still able to be depressed to summon help.

Event description:
The subscriber had a fall down several stairs. She was unconscious. She was bleeding from the fall and had broken several bones.